Event description:
It was reported that before use and prior to procedure, the patient kicked the cardiosave intra-aortic balloon pump (iabp). The iabp had a system failure alarm. Staff swapped out units and proceeded with therapy successfully. It was reported there was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had system failure alarm. A getinge field service engineer (fse) stated found no issues he performed a full calibration and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. There was no patient involvement.